Event description:
Asr revision; asr xl acetabular system - right; reason(s) for revision: alval/ soft tissue reaction; pain; loosening of component.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number dint (B)(4). Reason for original complaint - asr revision. Asr xl acetabular system - right. Reason(s) for revision: alval/ soft tissue reaction, loosening of component & pain. Update received: 7th august 2014 - re-created to mark as legal, add kennedys reference number and query component loosening. Update received: 21st august 2014 - removed component loosening as file handler advised following the surgery notes neither parts had become loose.

Event description:
Update jul 24, 2017: claim letter received. There is no new information added that changes the MDR decision. Added complainant information. Updated part and lot information of the sleeve. This complaint was updated on: sep 08, 2017.

Manufacturer narrative:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint: asr revision, asr xl acetabular system - right, reason(s) for revision: alval/ soft tissue reaction, loosening of component & pain. Update received: 7th august 2014 - re-created to mark as legal, add (B)(6) reference number and query component loosening. Update received: 21st august 2014 - removed component loosening as file handler advised following the surgery notes neither parts had become loose. Update 01 may 2015. Stem details and unk taper sleeve added. (Jb 07 may 2015) update 13 may 2015: added missing details -reported to complaint unit by, expiry dates, contact with bodily tissue? - sm 13 may 2015 update jul 24, 2017: claim letter received. There is no new information added that changes the MDR decision. Added complainant information. Updated part and lot information of the sleeve. This complaint was updated on: sep 08, 2017. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy still considers the investigation closed.